Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device had a high temperature. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had worn and loose bearings, which caused the device to run hot and fail temperature assessment. It was determined that worn and loose bearings created a situation where the cutter was not able to be inserted due to bearings that were no longer in axial alignment not allowing the cutter to pass through. It was determined that if a cutter was able to be inserted and the device was ran, it would have caused the device to run hot. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings due to normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.